Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. H3 other text: see h.10.

Event description:
It was reported that 3 bd insulin syringes with bd ultra-fine¿ needle hubs separated from the device. The following information was provided by the initial reporter :   the consumer reported needle shields are hard to remove and stated that when the needle shield was removed, needle and hub were stuck inside with 3 syringes affected. Date of event : (B)(6) 2021. Samples : available.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd insulin syringes with bd ultra-fine¿ needle hubs separated from the device. The following information was provided by the initial reporter :   the consumer reported needle shields are hard to remove and stated that when the needle shield was removed, needle and hub were stuck inside with 3 syringes affected. Date of event : (B)(6) 2021. Samples : available.